Manufacturer narrative:
Additional information has been provided. One opened 15° knife was received loose in a bag for the report of blunt blades. The blister and tip protector of the knife were also loose in the bag. The returned sample was visually inspected and was found non-conforming with a damaged tip and a damaged cutting edge. Penetration and sharpness testing could not be performed due to the damage of the sample. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that they have had a dull blade. The incident was resolved by exchanging to a new blade. There was no patient harm. Additional information has been requested and received.